Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause was determined to be use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 20:07:23. During night drain cycle five, the patient's ultrafiltration reading was 1082ml, indicating the home patient drained 1082ml more than their maximum programmed fill volume of 1500ml. No additional information is available.